Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited noise oversensing which resulted in pacing inhibition. No intervention was performed. There were no patient consequences.

Event description:
New information received noted that there was a recurrence of noise oversensing on the right ventricular lead which resulted in pacing inhibition. The noise oversensing was reproducible with isometric. Programming changes were made. The patient was stable.